Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since breakage of a kls martin drill bit occurred while drilling though the brainlab skull reference base (and a contribution of the brainlab device to this issue could not be fully excluded), although: there is no indication of a systematic error or malfunction of the brainlab device. Corresponding brainlab measures are already in place. According to the hospital, the surgery was completed successfully, no negative clinical effects to the patient were reported besides prolongation of surgery time and additional skin incision and bone resection for removal of the broken tip, and no further remedial actions were necessary for this patient. According to the results of brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the breakage of the kls martin drill bit is a failure of the device (e.g. Due to material fatigue) or applying too much force or a torsion onto the skull reference base and/or the drill bit while drilling. A contribution of the brainlab device to this issue could not be fully excluded. The complaint information as well as the damaged device has been submitted to the drill bit manufacturer kls martin for investigation and confirmation of the root cause. There is no indication of a systematic error or malfunction of the brainlab device. Corresponding brainlab measures are already in place. Brainlab intends to inform this hospital about the investigation results. Corresponding to the root cause, brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer. The skull reference base was not returned to brainlab. The broken drill bit was returned to the responsible manufacturer (B)(4).

Event description:
A cranial awake surgery (due to a tumor) was planned to be performed with the aid of the brainlab cranial 2.1 navigation software. During the procedure the surgeon: preassembled the brainlab skull reference base and performed a skin incision. Placed the skull reference base onto the patient's skull and drilled a small hole through the skull reference base for its later fixation on the skull, when the tip of the kls martin drill bit broke. Drilled a second hole using a new drill bit. Performed the surgery as planned using aid of brainlab navigation. Removed the tip of the drill bit (which was buried in bone) by performing an additional skin incision and resecting 3mm of bone (by scraping bone with the aid of a drill). According to the hospital, the surgery was completed successfully, no negative clinical effects to the patient were reported besides prolongation of surgery time and additional skin incision and bone resection for removal of the broken tip, and no further remedial actions were necessary for this patient.

Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since breakage of a kls martin drill bit occurred while drilling though the brainlab skull reference base (and a contribution of the brainlab device to this issue could not be fully excluded), although - there is no indication of a systematic error or malfunction of the brainlab device. - corresponding brainlab measures are already in place. - according to the hospital, the surgery was completed successfully, no negative clinical effects to the patient were reported besides prolongation of surgery time and additional skin incision and bone resection for removal of the broken tip, and no further remedial actions were necessary for this patient. According to the results of brainlab investigation and the information provided by the hospital and drill bit manufacturer kls martin, it can be concluded that the root cause for the breakage of the kls martin drill bit is a mechanical overload on the drill bit, most likely caused by incorrect application of the device. A contribution of the brainlab device to this issue could not be fully excluded. There is no indication of a systematic error or malfunction of the brainlab device. Corresponding brainlab measures are already in place. Brainlab intends to inform this hospital about the investigation results. Corresponding to the root cause, brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer. The brainlab skull reference base was not returned to brainlab. The broken drill bit was returned to and evaluated by the responsible manufacturer kls martin.